Manufacturer narrative:
Combination product: yes.-

Event description:
The lv lead impedance was out of range. It was noted via homemonitoring. The lead was capped and replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 63.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found deformed approximately 23.5 cm proximal to the lead tip. The deformation probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported lv impedance alert. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.